Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported experiencing elevated blood glucose level requiring hospitalization; blood glucose level was greater than 900 mg/dl when admitted to the hospital and treatment received was not provided. Caller stated the elevated blood glucose level was due to an alleged leak from the cartridge while it was in the pump; caller was not aware of leak. Alleged device has been discarded. No product will be returned.